Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver did not pass the ground leakage test performed by its engineering dept. The companion 2 driver was returned to syncardia for evaluation. The customer experience was duplicated, with the root cause identified as an excessive amount of loctite adhesive applied during assembly that prevented the male cpc connector from making a solid ground connection with the chassis. The excess loctite was cleaned from the affected components. The components were reinstalled and the driver passed all final performance testing.

Manufacturer narrative:
The driver was not in pt use at the time of the reported issue, and therefore, there was no pt impact. The ground leakage test is performed as part of a series of electrical safety tests at the clinical site to ensure operational safety. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.